Event description:
Customer reported that he has been receiving no delivery alarms. Customer stated he was having problems with his infusion set leaking at the site while sleeping. Customer stated this has been happening for the last three months. Blood glucose value is unknown. No troubleshoot was performed as the alarm was not occurring at the time. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.